Event description:
It was reported by service report that the footboard lids had cracks on the hinges or fell off and left behind sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lid.